Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 2nd december 2009 and performed to specification up to the 24th august 2014. The device failed a self-test due to a low battery on the 31st august 2014 and remained in fault mode until the 14th january 2015 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of 10 minutes duration were recorded between the 6th-8th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.